Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New unity record created in order to update legacy complaint# (B)(4): patient was revised to address severe limiting thigh pain. When joint was exposed, severe metallosis was found. Doi: (B)(6) 2008; - dor: (B)(6) 2010; (right hip). Update 1/10/2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update 12/31/2012 - pfs and medical record received. The correct doi was provided, (B)(6) 2008. There is no new information that would change the existing MDR decision. Records are available on external hard drive if needed for further review update ad 21 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of pinnacle ppf and medical records. Ppf has no new allegation that will change the MDR reportability. Corrected doi and implant manufacturing dates. Doi: (B)(6) 2008; dor: (B)(6) 2010; right hip.